Event description:
It was reported that the ilet pump exhibited intermittent charging, requiring multiple repositioning attempts on the charging pad before charging initiated, and a replacement charging pad was arranged for overnight shipment with address verified. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included temporary interruption to charging with no medical intervention, no hospitalization, and continued therapy once charging was established. Investigation included troubleshooting and user education, review of use conditions, and provision of a replacement charging pad to restore function. Investigation of this case revealed a suspected charger or alignment issue affecting power transfer to the pump, consistent with a charger accessory performance problem. It was concluded, based on previously established findings for similar reports, that the cause was likely component wear or alignment sensitivity of the charging pad under normal use conditions.

Manufacturer narrative:
Initial.